Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR could not be completed. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. They stated that they had noticed broken filters and leaking. The initial reporter stated at the time of the complaint that they had no additional information regarding the complaint or the patient. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for evaluation, no device problem could be found. During the investigation there was no indication that the complaint occurred as reported.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. They stated that they had noticed broken filters and leaking. The initial reporter stated at the time of the complaint that they had no additional information regarding the complaint or the patient. (B)(4).